Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. Upon interrogation the device had declared end of life. At the last follow up three months ago, the monitoring voltage was beginning of life. The voltage was now at middle of life with a charge time of 15 seconds. The device was successfully replaced.